Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 5 cm esophageal obstruction during an esophageal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion, and the shaft was kinked. The whole delivery system was removed and re-inserted, but the same problem occurred. The stent was attempted to be deployed, but the shaft ultimately bowed, and the distal part of the stent automatically deployed partially. The stent was removed from the patient, and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex esophageal ng distal covered stent and delivery system were received for analysis. Visual and media analyses found that the stent was partially deployed on the delivery system. Functional analysis related to the deployment of the stent was performed by pulling the finger ring, but the shaft bowed because of the kink noted on the shaft. Therefore, the black deployment suture, which was distal to the delivery handle, was directly pulled, and the stent was released. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported events of stent partial deployment and shaft kinking and bending; however, the reported event of stent difficulty crossing the lesion occurred during the procedure and was not possible to replicate in the laboratory of analysis. Also, the device met all the manufacturing requirements, and it passed dimensional inspections during the product analysis. The investigation concluded that the reported events of stent partial deployment and shaft kinking and bending were most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician trying to cross the lesion, which could have resulted in the damages noted in the device, and these damages could have prevented the stent from completely deploying during the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 5 cm esophageal obstruction during an esophageal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion, and the shaft was kinked. The whole delivery system was removed and re-inserted, but the same problem occurred. The stent was attempted to be deployed, but the shaft ultimately bowed, and the distal part of the stent automatically deployed partially. The stent was removed from the patient, and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.